Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2352-70, sereial: (B)(4), description: linear 3-4 lead, 70cm; model: sc-2366-70, serial: (B)(4), description: linear 3-6 lead, 70cm. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's lead came out of the skin. The patient underwent a lead revision wherein the lead was moved back to its original location. The patient was doing well post-operatively.